Manufacturer narrative:
A device analysis could not be completed as no device was returned for review. It will be assumed that the introducer sheath tube separated from the handle for the purposes of this report. After molding the sheaths are 100% visually inspected to verify the hole punches are not visible below the handle. During manufacturing, sheaths are monitored and random samples are visually inspected for defects, dimensionally inspected for length, and destructively tested for handle integrity. During packaging, sheaths are 100% visually inspected for defects, including the presence of hole punches that are visible below the handle. While there are several contributing root causes, the likely cause of the handles detaching is due to improper tube placement during molding. The occurrence rate is within the acceptable occurrence rate per (B)(4) medical risk documentation. Corrective and preventive actions are detailed in a CAPA e.g. Procedural improvements to the inspection process.

Event description:
It was reported that spontaneous rupture of a 6f pealable introducer at its tip level with a risk that implied the remaining of the distal end in the cephalic vein. Difficult device removal, but entirely, with a kocher forceps.